Event description:
Trial femur broke while impacting.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. The femoral trial has fractured through the medial condyle. A complaint database search on the provided product family identified similar reports which when confirmed were attributed to suspected misuse and or misapplication of the device. Based on previous evaluations, the root cause is attributed to misuse and or misapplication of the trial. Based on the performed investigation, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. The femoral trial has fractured through the medial condyle. A complaint database search on the provided product family identified similar reports which when confirmed were attributed to suspected misuse and or misapplication of the device. Based on previous evaluations, the root cause is attributed to misuse and or misapplication of the trial. Based on the performed investigation, corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.